Event description:
This event was determined to be reportable based on device analysis completed on (B)(4) 2012, which revealed charring. It was reported during an ablation procedure while positioning the livewire tc ablation catheter, proper signal could not be obtained on electrodes 3 and 4 from the stocker generator. The generator settings were 40 watts, 70 degrees and 130 ohms. The cable was exchanged which did not resolve the issue. Another catheter was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
One 7f livewire tc catheter was received for eval. Visual inspection revealed charring on the tip electrode. The catheter was able to produce the correct shape when actuating the steering mechanism; no abnormal resistance was encountered. Electrical testing revealed electrodes 1-4 had acceptable resistance values. The temperature response of the thermocouple and thermistor were within specs. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.